Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced diabetes ketoacidosis and tried to put 10 units of insulin every hour but nothing had happened, as his blood glucose level did not come below 600 mg/dl. When he removed the infusion set, the cannula was found to be bent. The patient replaced this set and noticed that the second one was also bent. His blood glucose level was 958 mg/dl at the time of incident which he self-treated with shots. The patient was hospitalized for diabetes ketoacidosis and received insulin via intravenous route, as corrective treatment until he was stable enough to be discharged. Currently, his blood glucose level was 171 mg/dl and he was hospitalized for two days. No further information available.